Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, there was a leak in the oxygenator purge line. No patient involvement as this occurred during setup. Product was change out. Surgery was completed successfully.

Manufacturer narrative:
The returned sample was visually inspected. A crack along the female l-shaped connector was found, while still connected to the luer port. Replication testing was performed on a retention sampling manifold line and it was found that this crack appears on the part when the l connector is over tightened on a port. During setup of the circuit, the l connector had likely been over-tightened, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.